Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation without an alarm while on a patient. Patient was placed on a backup device. Customer reported patient experienced shortness of breath, fast heart rate, headache and stress as a result. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device stopped ventilation without an audible or visual alarm while on a patient. Patient was placed on a backup device. Customer reported patient experienced shortness of breath, fast heart rate, headache and stress as a result. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported ventilation stop. The investigation determined that the root cause of the ventilation stop was battery depletion. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed's risk analysis for the use of this device has not changed and remains acceptable. (B)(4).